Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was scarring in on an angle which made it painful and hard to charge. The patient underwent a pocket revision procedure. No device malfunction was suspected.